Event description:
The customer reported that "medication was reduced" and the patient received less than intended. There was no harm but no other details are currently available.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
Correction, initial reporter address.